Event description:
A discordant falsely depressed lactic acid (la) patient sample result was obtained on a dimension® exl¿ with lm system. The discordant result was reported to the physician. The patient was redrawn and both the new and original sample were processed on the same system and higher results were obtained. The result of the new sample was considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed la result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant lactic acid (la) patient sample result obtained on a dimension® exl¿ with lm system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (08-jul-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control and calibration results were within the customer's expected ranges. A potential product issue was not identified. The system is fully functional. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2022-00170 was filed on 07-jul-2022.